Event description:
Per oos this lead was removed. Per biotronik representative, this lead was removed due to high impedances and the lead lost capture when the patient raised his arm. The patient shovels snow for a living and the lead was severed. This is the second lead the patient has severed. This lead was replaced with a linox sd 75/18.